Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had difficulty maintaining the antenna over the ins. The patient had not been in for a follow-up visit and had not yet received clearance from the managing doctor to start recharging. The patient was in the hospital from (B)(6) 2016 because of a clostridium difficile (c. Diff) illness. It was noted that the patient had a fever associated with the c. Diff illness. While in the hospital the patient had a nurse take a look at her incision and it looked great on (B)(6) 2016. The patient was to follow-up with a healthcare professional, and contact the clinic to reschedule the follow-up appointment. It was noted that this was considered a sudden change in symptoms. The patient had been on antibiotics just because of being a surgical patient and developed c. Diff from it. The hospitalization was a result of the prophylactic antibiotic. The recharging troubles began on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.